Event description:
It was reported to carefusion on (B)(6) 2010, via user facility medwatch #(B)(4) that a 10 french suction catheter was discovered to have depth marking inaccuracies. The customer returned suction catheter part# t61c, lot# y09p1014 for evaluation.

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were noted. The sample was received and evaluated according to our internal inspection procedures, and the reported deviation of the depth markings was confirmed. Previous to this complaint the only box dimension that was verified in process was the distance from the tip of the catheter to the 10 cm mark. This customer is reporting a lag from the tip to the 5cm mark. Re-inspection from the tip to the 5 cm mark of several catheters in the current process found some depth markings off by 1/2 to 3/4cm in both directions, shifted to the inside of the catheter and to the outside of the catheter when measuring . Two capas were opened to investigate these issues further: (B)(4). All the material in the plant (finish goods or subassys) was re-inspected 100% and a quality impact evaluation was developed to release the material already processed. Review of the manufacturing process concluded that the inaccuracy of the line markings was potentially caused by multiple factors identified during the printing and cutting tubing process. One of the possible causes was the puller used to pull the tubing prior to cutting. This could cause a misalignment on the printed tubing. The puller was relocated so there was a shorter distance the tubing would travel during the run in order to assure better performance. Another possible cause was an inappropriate adjustment to the printing parameter called "encoder" which could cause the depth markings to be inaccurate. It was verified that all extrusion technicians are properly trained on the adjustment and setup of the "encoder". Extraordinary shrinkage caused by a different condition of extruder set up could also contribute. The puller and printing sensor were added to the preventative maintenance equipment in order to assure these two items are in good condition and help prevent this type of error. Additionally, it was determined to discard the use of a caliper to inspect the tubing and add a calibrated gauge. This will provide the user with a more effective inspection tool. The first article of the extrusion process will be inspected and verification will include verifying the 5 cm mark as well as between centimeters. (B)(4) post-market surveillance was historically managed by cardinal health via a transitional service agreement from (B)(6) 2009, through (B)(6) 2011, since carefusion officially spun off from cardinal health as of (B)(6) 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803. (B)(4).